Event description:
IV tubing came off blue clave cape on pt's PICC line. Pt did not receive correct dose of pain medication. Seems to be a frequent problem. Staff has been doing work around by taping connections.